Event description:
Customer reported receiving a button error alarm on the insulin pump after shower. Customer's blood glucose reading at the time of the call was 119 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.